Event description:
It was reported that the user does not have hearing sensation with the device. The loss of sound was sudden and the user reported that prior to this event the hearing with the device was very good. Re-implantation was planned but the user has asked to postpone it until (B)(6) 2022 for personal reasons.

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation is planned in (B)(6) 2022.

Event description:
It was reported that the user does not have hearing sensation with the device. The loss of sound was sudden and the user reported that prior to this event the hearing with the device was very good.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.